Event description:
Add'l info rec'd from MFR 11/26/02: this is in response to the action letter dated october 31, 2002 requesting add'l info on volunary medwatch mw1026140. This event was determined not reportable by abbott. The catalog number is 12359. The lot number is 86264-6h. The physician attempted arteriotomy closure with the closer s 6fr device. The flush port clotted before deployment. Closure was achieved either with another device, hemostasis patch or compression. There was no report of pt harm. Investigation of the returned deivce yielded the following results. The plunger, cuffs and suture were in the pre-deployed condition. Patency check was performed before device decontamination, and the reported complaint was not confirmed. MFR was not able to estabish a root cause based on the investigation findings. The device history record was reviewed and no deviations were found relevant to this investigation. A review of product surveillance files revealed no other complaints of this type filed against the reported lot number. The abbott aware date is 9/13/02. The device was returned to abbott laboratories and testing of the device has been completed.

Event description:
Flush port on perclose device clotted before deployment per md.